Event description:
A report was received that a patient was having difficulty charging. The physician determined that the ipg had flipped in the pocket and was now deeper in the fatty tissue of the buttocks area. The pocket was repositioned and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.